Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that after 3 days of using the device, it presented with damage in the lock of the connection between the tube and the bag during the process of exchanging the collector bag. It was not known in what condition it happened. The changes were very frequent, practically every 2 hours.

Event description:
It was reported that after 3 days of using the device, it presented with damage in the lock of the connection between the tube and the bag during the process of exchanging the collector bag. It was not known in what condition it happened. The changes were very frequent, practically every 2 hours.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Visual evaluation of the video samples noted one opened (without original packaging), dignishield fecal management system. Visual inspection of the sample noted that, during regular use of the device, the ball easily disconnected from the ball housing in the piston valve connector assembly. This caused difficulty with manipulating the green slide trigger. This in turn led to difficulties in securely locking the piston valve connector to the drain bag hub socket. This is out of specification per inspection procedure which states, "the piston valve button must slide forward and spring back into place" and "assembly must conform to drawing." The procedure illustrates the ball securely within the ball housing beneath the sliding hub. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿supplier defect." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "instructions for use 1. Preparation of sms prior to insertion a. Verify the retention cuff has been completely deflated. This can be done by squeezing the cuff to ensure there is no residual air inside the device. 1) if air remains within the cuff, attach the 60 ml syringe to the green inflation port and withdraw all remaining air from the cuff. B. After the cuff has been fully deflated, fill the syringe with 45 ml of water and set aside. C. Using a permanent marker, record the catheter insertion date on the label located on the piston valve connector. 2. Collection bag connection a. Attaching the collection bag: 1) attach the collection bag to the piston valve connector on the catheter by pulling back on the green trigger switch and engaging the piston valve connector onto the collection bag hub socket.(figure 3-a, b) 2) ensure that the green ring at the base of the collection bag hub socket is not visible. The green ring at the base of the collection bag hub socket will not be visible when the piston valve is properly connected. Figure 3 ¿ attaching the collection bag 3. Preparation of patient a. The preferred patient position for catheter insertion is the left lateral knee-chest position, although the patient¿s clinical situation may dictate the use of an alternate position. The goal of patient positioning is to maximize sphincter relaxation to ease catheter insertion. B. Perform a digital rectal exam to evaluate for fecal impaction. If a fecal impaction is present, disimpaction procedure and device insertion may occur at the discretion of the healthcare professional. 4. Insertion of device a. Unfold the length of the catheter to lay flat on the bed, extending the collection bag towards the foot of the bed. B. Attach the 60 ml syringe filled with 45 ml of water to the inflation port, but do not inflate. C. Insert the inflation cuff using a four-step process: 1) as previously stated in step 1, ¿preparation of sms prior to insertion¿, ensure the retention cuff is completely deflated.(figure 4a) 2) holding the left point of the cuff between the thumb and index finger, fold the top right point of the cuff down and to the left in a 45 degree angle (figure 4b), in order to create a conical shape with a leading edge for easy insertion. (Figure 4c) 3) generously coat the patient¿s anus with lubricating jelly. 4) gently insert the cuff end through the anal sphincter until the cuff is beyond the external orifice and well inside the rectal vault. (Figure 4d and figure 4e). 7 figure 4 (d-e) ¿ inserting the device d e d. Inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The green inflation port has an external pilot balloon used as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation (figure 5). If the pilot balloon indicates over - or under - inflation, use the syringe to withdraw the fluid from the cuff, reposition the cuff in the rectal vault and reinflate. Ensure the inflation port remains parallel to the catheter in order to prevent kinking of the inflation lumen and blockage of injected fluid. Remove the syringe from the green inflation port and gently pull on the drainage catheter to check that the cuff is securely in the rectum and that it is positioned against the rectal floor. (Figure 6) f. Position the length of the flexible drainage tube along the patient¿s leg, avoiding kinks, obstruction and tension. ¿ take note of the black position indicator line that is printed in the proximal segment of the tsz. Observe its relative position to the patient¿s anus. Observe changes in the location of the position indicator band as a means to determine movement of the retention cuff in the patient¿s rectum. This may indicate the need for the cuff or drainage tube to be repositioned. G. Hang the bag using the built-in hanger at a convenient location on the bedside (below the level of the patient¿s rectum). 7. Administration of medication a. Confirm the irrigation line is clear by attaching a luer lock syringe to the clear irrigation port (labeled ¿irrig¿) and flushing the system with water. B. Locate the tube clamp and place near the patient. (The tube clamp comes preattached to the piston valve hanger string.) C. Attach a luer lock syringe with the medication to be delivered (dosage as indicated and as prescribed by the treating physician) to the clear irrigation port (labeled ¿irrig¿). Elevate the drainage tubing to facilitate medication retention and infuse the prescribed amount of medication. To ensure delivery of medication into the rectum, immediately flush the irrigation line with at least 10 ml of water (or volume per physician's orders). Note: some medication will reside between the clamp and the device opening. D. Slide the tube clamp onto the drainage tube until the drainage tube contacts the hinge (figure 9). Position the tube clamp as close to the patient¿s buttocks as possible without touching the patient¿s skin. E. Using two hands to facilitate ease of closure, place thumb on thumb to snap the tube clamp shut (figure 10). Ensure the patient does not lie on the tube clamp. If the clamp is difficult to close or excessive leakage of medication is observed, reposition the tube clamp on the drainage tube. F. Dispose of the syringe according to institutional policy. G. After the prescribed dwell time, remove the tube clamp and reattach to the piston valve hanger string. Verify unobstructed flow from the patient into the collection bag." H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.